Manufacturer narrative:
Additional suspect medical device components involved in the event: 18794650 product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7144194.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to a lead migration. The device location is unknown. No additional adverse patient effects were reported.